Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding an unknown patient. It was reported on (B)(6) 2017 that at a refill the healthcare provider was not able to fill the pump completely. It was mentioned this had been seen with a couple of other patients as well (omitted info contained in pe's: (B)(4), and (B)(4)).